Event description:
It was reported that, "the nail would not firmly sit in the jig. There was too much play between the nail and the jig and it was not stable. Case completed with no adverse consequences. No other pt info available."

Manufacturer narrative:
Add'l info has been requested. If add'l info is received it will be provided on a supplemental report.